Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Fa found the primary failure of bipolar yaw pulley thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed. The root cause is typical attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot# n11210412-0103) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4) for a radical extraperitoneal prostatectomy without lymphadenectomy procedure. There were 2 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available. Fields are not applicable.

Event description:
It was reported that after a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the customer observed the maryland bipolar forceps (mbf) instrument had charring on the insulation. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mbf instrument was inspected prior to use with no damage. It was unknown if the instrument collided with the other instrument, or if arcing was observed during the procedure. There was no patient injury. The surgeon elected to continue to use the instrument.